Manufacturer narrative:
Recall number: this ipg serial number was included in several field advisories. 1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would no longer recharge nor communicate with external devices. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model. Postoperatively, stimulation was restored and the issue resolved.